Event description:
During a coronary drug eluting stenting treatment procedure, an emblolization occurred. The lesion was located in the circumflex (cx) artery and was predilated. The physician attempted to pass a taxus express2 2.5x12mm drug eluting stent through a previously placed stent but was unsuccessful. When the delivery system was puled back, the stent dislodged in the proximal dx a 3.5x16mm liberte stent was deployed crushing the dislodged taxus sent against the vessel wall. No patient complications occurred. Patient status is satisfactory.